Manufacturer narrative:
(B)(4). It was additionally clarified that a non-baxter t-connecter became disconnected from an interlink male luer. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A customer reported having connection issues during the use of an interlink injection site. According to the report, the customer experienced several disconnections between the interlink injection set and a t-connector set which resulted in blood leaks. There was no patient injury or medical intervention reported in association with this event. No additional information is available. This is report 10 of 11.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.